Event description:
Event description guidant received information that a legal claim has been filed on behalf of this patient/implantable cardioverter defibrillator. It was further reported that this device does not 'fire'. No additional details were provided.